Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the body of the guidewire was kinked. Kinks of the body were measured and the distances of each kink are at 1-30 cm, 2-88cm and 3-128cm. Microscope inspection revealed that the spring tip was observed bent and stretched.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 1.50mm rotapro and two rotawire drive extra support devices were selected for use. During the procedure, two separate wires were advanced into the body and down the coronary artery. However, both wires had excess buildup of waxy coating after back loading the burr. Several attempts were made to wipe the substance off the devices. However, the procedure was not continued due to this reported issue. The patient was under conscious anesthesia. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the coronary artery. A 1.50mm rotapro and two rotawire drive extra support devices were selected for use. During the procedure, two separate wires were advanced into the body and down the coronary artery. However, both wires had excess buildup of waxy coating after back loading the burr. Several attempts were made to wipe the substance off the devices. However, the procedure was not continued due to this reported issue. The patient was under conscious anesthesia. No patient complications were reported.